Manufacturer narrative:
Investigation summary: the device history record (DHR) review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. One used sample was returned for evaluation, visual inspection of the returned sample was preformed, and no visual problems could be found. There was no visual trace of food at any of the bonded or friction junctions where a potential leak could occur. The following junctions were visually inspected: the spike to tubing bonded junction ¿ no trace of leaking visually detected. The y connector to tubing bonded junction ¿ no trace of leaking visually detected. The mistic connector to tubing bonded junction ¿ no trace of leaking visually detected. The mistic connector to silicone tubing friction junction - no trace of leaking visually detected. The valve to tubing bonded junction ¿ no trace of leaking visually detected. The valve to silicone tubing friction junction - no trace of leaking visually detected. The female enfit connector to tubing bonded junction - no trace of leaking visually detected. No other testing can be performed on the returned sample as it was heavily contaminated with food. Based on the visually inspection preformed the customer complaint cannot be confirmed from the returned sample. Because the reported issue could not be confirmed no true root cause could be determined. A probable root cause could be a slight disconnect at the silicone tubing to mistic connector. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the device was leaking during priming.